Manufacturer narrative:
The unit has been returned to caire for an evaluation. Any new information discovered will be submitted in a follow-up report.

Event description:
On (B)(6) 2022, caire was notified of the below incident by 1st class medical: the patient noticed white powder in the flowmeter around (B)(6) 2022. The patient called 1st class medical that day and was referred to 1st class customer service. The patient saw a yellow alarm light and did not know what it was (an alarm) and didn't bring it up or tell anyone. He stated the yellow alarm light would go on and off, doesn't recall if he remembers if it stayed on continuously. (This light indicates that there is possibly low o2 - but most importantly that said unit needs service.) The patient says that he was told on (B)(6) 2022 to turn the ball in the flowmeter up and down and this should resolve issue. Patient claims they tried and that didn't help. A day or two later on (B)(6) 2022 he called 1st class medical a second time and stated previous remedy didn't help and demanded a new unit. 1st class medical sent a new machine out and which patient received on (B)(6) 2022. Customer shipped bad unit back to 1st class medical on (B)(6) 2022. On (B)(6) 2022, the new unit was shipped to the patient. The patient also recalls smelling burning of the unit and stated he did not tell 1st class medical. After packing bad unit and shipping to the provider the patient noticed sieve dust on furniture but did not tell 1st class medical about this either.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit has been returned to caire for an evaluation. The companion 5 unit was displaying alarm code al-p08, indicating low o2. All components inside the case were coated in dust. The purge muffler showed signs of physical damage, but no conclusion was found as to what caused the damage. Sieve dust was observed being expelled from the outlet barb. For the sieve dust to be expelled from the barb, two faults must have occurred on the unit. These faults are sieve bed failure and outlet gas filter. It was inconclusive on the fault order but the unit would alarm for the failure of the sieve bed which would alert the patient of the failure and to switch to an alternative source of oxygen.